Manufacturer narrative:
Concomitant medical products: product ID: 3389, serial# unknown, product type: lead. Product ID: 3389, serial# unknown, product type: lead. Product ID: 3708660, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. (B)(4). Device evaluation: analysis of extension (B)(4) found that ¿one setscrew impression that was too proximal was found on the #0 connector indicating that the extension at one time was not completely seated in the ins connector port. This would have affected the connection between the ins and extension. There was also one set of setscrew impressions found in correct location on the #0 connector.¿ analysis of extension (B)(4) found no anomaly. It was stated that ¿one set of setscrew impressions was found in the correct location on the #0 connector.¿

Event description:
It was reported the parkinson¿s disease patient experienced a loss of therapeutic effect with less than 50% therapy relief and high impedances three days after the replacement of their implantable neurostimulator (ins). Impedances were checked again ten days prior to report and it was noted that a high impedance of 8000 ohms was measured on contact 10 of the extension and a high impedance of 10000 ohms was measured on contacts 0 and 8 of the lead. It was noted that contact 10 was used for the patient¿s program and that contacts 0 and 8 were not. The patient¿s physician decided to replace both extensions as a result of the event. Following the replacement of the extensions the patient was ¿receiving an effective stimulation.¿ the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.